Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator touch screen is not working. The customer observed "liquid patches on the right below side of the ventilator". There was no patient involvement associated with the reported issue.